Event description:
Pt was receiving acetylcysteine for increased liver enzymes. Medication hung with new tubing and placed on pump and programmed as ordered. After 6-7 hours of infusion the rn noted that the bag was nearly full, pump never alarmed and drips were noted in the chamber, however the bag should have been half gone. The drip was paused, that current pump was removed from service and a new pump was obtained. Service requisition entered for biomed to look at the pump. I do not have the authorization to say that the pump needs to be sent back to baxter but they have been on site to evaluate.